Event description:
It was reported that the magnetom avanto booted up normally before the first patient of the day went in for an exam. When the first patient while under anesthesia was put in the scanner, the unit displayed a message "writing unsaved data to disc" and started counting backwards from 99 to zero. Count got to 75 and the screen went black with a pulsing white circle in the middle. The technician called siemens uptime center and was advised to reboot the unit. After the reboot the machine started the countdown again. The anesthetized patient was removed from the scanner to a recovery room. Siemens local service engineer was dispatched to the site. Before the engineer¿s arrival the unit booted up and the hospital personnel ran a successful study with a phantom. The sedated patient was rescheduled for another day to proceed with the study. Remaining patient studies for the day were completed without any issues. The system has been booting up properly and the customer continues to use the unit without any further issues.

Manufacturer narrative:
Save logs were submitted to our factory experts for further review. The factory has been testing and analyzing the system behavior and save logs since the event occurred. It was determined that the issue was caused by a remote software update initiation. The system update was performed normally. However investigation, whether the software update was initiated automatically by the system or unintentionally by the user, is on-going. This report was submitted (B)(4) 2013.